Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and then received inappropriate shocks from the right ventricular (rv) lead due to oversensing. It was believed that the fall may have caused the lead issue. The lead triggered a lead integrity alert (lia) for oversensing of noise with ventricular tachycardia non-sustained (vt-ns) and sensing integrity counter (sic) episodes. The lead noise could be reproduced when the patient moves arm. The lead had a warning for high out of range pacing impedance. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.